Event description:
Medwatch states "ventilator failed-alarmed-"back-up"-02 sats. Decreased to 60's. Resp assisted with bag-valve mask." The customer alleged that the unit failed with an alarm. Add'l clinical information regarding conditions, timing and effects of event is unavailable to date. Consultation has included risk management, biomed and attempts to reach clinical staff. It is not verified that the ventilator failed and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.